Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). (B)(4). Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse ran a clog function test. And verified alignments of specimen to all locations. Adjusted y and z positions to diluent well. Customer ran quality control with no errors. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the alignment of the specimen nozzle

Event description:
On (B)(6) 2015 a customer reported 900 - error 2079 clogging detected at conjugate with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting fsh and ipth patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results